Manufacturer narrative:
B3: event date unknown one device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal damaged and a scratched lens. Event history logs confirmed ¿system fault 41 786 occurred 0 0 0 4¿ occurred. Functional testing replicated the reported error; the device showed 41786 error. The root cause was determined to be a defective pwa board. The pwa was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a 41786 error. It is unknown if there was patient involvement, no adverse patient effects were reported.